Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team on 26-aug-2022. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure. No image or video clip for the reported event was submitted to isi for review. The permanent cautery hook, part #470183-14 / lot/batch #k11220228 0183 was last used on (B)(6) 2022 on system (B)(4) with 8 uses remaining. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. At this time, it is unknown what caused the pitch cable breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument was found to have a frayed cable at the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.